Event description:
It was reported that shaft break occurred. The 95% stenosed target lesion was located in the thrombosed proximal to mid left anterior descending artery. A 3.00mm x 15mm emerge balloon catheter was advanced for dilatation. However, during the procedure, the balloon shaft snapped in half. The device was completely removed from the patient's body and the procedure was completed with another of the same device. There were no patient complications reported.

Event description:
It was reported that shaft break occurred. The 95% stenosed target lesion was located in the thrombosed proximal to mid left anterior descending artery. A 3.00mm x 15mm emerge balloon catheter was advanced for dilatation. However, during the procedure, the balloon shaft snapped in half. The device was completely removed from the patient's body and the procedure was completed with another of the same device. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an emerge balloon catheter in two pieces. The balloon was tightly folded. Analysis of the balloon, inner/outer shaft, and hypotube included microscopic and visual inspection. Inspection revealed a separation in the hypotube located 69cm from the strain relief and there were numerous kinks in the hypotube. The fracture faces of the separated ends were ovalized, as if kinked prior to separating.